Manufacturer narrative:
(B)(4). A partial lead was received in two segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to high pacing threshold.